Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 350cc mentor smooth round moderate profile saline breast prosthesis, experienced right side deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
On (B)(6) 2019, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2019, mentor became aware that the correct date of event was (B)(6) 2019. Mentor also became aware that the concomitant and replacement devices were the following: concomitant device: 350cc mentor smooth round moderate profile saline catalog: 3501655 lot: 209533 replacement: (right) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 6993428 sn:(B)(4) and (left) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 7628767 sn: (B)(4) on (B)(6) 2019, the product investigation was completed: device investigation summary: upon receipt by mentor, the device contained no fluid. White material was observed within the device and no foreign material was observed on the shell surface. During evaluation the device appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. Deflation complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. A manufacturing record evaluation (mre) was performed for the finished device number 209533, and no non-conformances related to the reported complaint condition were identified. At this time is not possible to determine the origin of the white material. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).